Event description:
Pt had infus-a-port inserted into the left subclavian, at another facility, for chemotherapy treatments. Catheter fractured, and had to have a partial removal of the port. When the chemotherapy was completed, the port was completely removed 4 mos later.